Manufacturer narrative:
This report is filed july 1, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device not received by manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The device was explanted on (B)(6) 2016, and the patient was implanted with a new device during the same surgery.